Event description:
It was reported that the patient was hearing magnet tones from the cardiac resynchronization therapy defibrillator (crt-d) repeatedly. The patient insisted that they were not near any magnets, and the toning was causing them to experience anxiety. Review of recent transmissions showed frequent magnet detections starting approximately three months ago, but a source for the magnet response could not be identified. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted: (B)(6) 2015; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to magnet response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additionally, it was reported that the patient was checked in person. The cause of magnet tone was unable to be determined. The patient stated that the tones had stopped a day or two before they were seen in office. Multiple questions were asked about possible magnet tone causes, however, the patient stated that none of the conditions applied. The device check was normal. The patient has not called back with any complaints and did not have any symptoms related to this. The patient was concerned about the device battery longevity. Continued follow-up was planned with the physician.